Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a liner strand and liner tear of a 16fr esheath+ during a tavr procedure resulted in a blood transfusion. A 29mm sapien 3 ultra resilia valve was prepared with an additional 3cc of volume above nominal for a transcatheter aortic valve replacement procedure via left-sided transfemoral approach. Upon valve deployment, the 29mm commander delivery system balloon burst. It was thought that the balloon likely burst due to sinotubular junction calcium. The valve appeared fully deployed. The physician was able to retract the burst delivery system balloon back into the 16fr esheath+. The delivery system seemed to come back easily into the sheath. However, there was difficulty removing the sheath. The physician advanced the delivery system a few centimeters inside the sheath (delivery system balloon was still inside the sheath), which allowed them to remove the devices as a unit. Upon device removal, it was noted that the liner of the sheath was split, and the burst delivery system balloon was exposed. Additionally, images of the devices show a liner strand. It is unknown exactly when the sheath damage occurred, but it was thought to have happened when the delivery system was pulled into the sheath during removal. A femoral angiogram revealed a perforation near the left external iliac. The physician then proceeded to give protamine and was able to balloon tamponade the perforation. Two covered stents were successfully implanted in the left iliac/external iliac and the perforation resolved. The patient did receive two units of red blood cells but remained stable throughout the case. The patient was taken to the ccu after the case was completed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, added additional codes to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The 16fr esheath+ was discarded and not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Images of the devices post procedure were provided and the following was observed: liner is torn, liner strand present, distal tip opened as designed, balloon of associated delivery system is burst radially. Imagery of the patient's anatomy was provided, and it was observed that patient's left access had presence of tortuosity, calcification, and undersized vessel regions. The 16f esheath+ is indicated for use with vessel diameters of >6.0mm. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record review and lot history review were performed and did not reveal any manufacturing nonconformance that would have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The sheath liner tear was confirmed. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (altered balloon profile) likely contributed to the event. Additionally, it was reported that "the delivery system seemed to come back easily into the sheath." It is possible that the liner material gave out during this step as a result of liner-balloon interactions, allowing for the system to be retrieved with less resistance (torn liner could better accommodate the altered balloon). Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The sheath liner strand was confirmed. Calcification, tortuosity, and undersized vessel dimensions were present within patient's access vessel. While no difficulty was reported during system advancement through sheath, these patient characteristics could create a challenging pathway by facilitating friction between the liner and crimped thv, making the liner susceptible towards damage. Calcification could also damage the exposed portion of the sheath liner via direct interactions with sharp calcium nodules, leading to strand formation. Retrieval of altered balloon profile could further exacerbate proximity and friction between the liner and vessel calcium, creating a strand in the process. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (altered balloon profile) may have caused or contributed to the sheath liner strand. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.